Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump entered setup mode after complete battery depletion, which interrupted insulin delivery and prevented completion of setup due to a prompt requiring a new cgm reading; the user, who relies on assistance for navigation, deferred setup and used multiple daily injections in the interim. Symptoms included hyperglycemia, with a reported blood glucose of 224 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device malfunction or component, and no findings were available to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.